Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
During a aaa procedure on the (B)(6) year old male patient, the limb looked as though it was leaking throughout the fabric; type IV endoleak. The user placed an additional limb (11 x 90) and the endoleak was fixed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Clinical opinion of the event: it was reported that a section of the device remained inside the patient¿s body and also that the patient did require an additional procedure due to this occurrence. It was also reported that the patient did not experienced any adverse effects due to this occurrence and that the outcome of the procedure was "overall successful". Due to the limited information available it is not very clear if the root cause of the event it's associated with the patient condition, the surgical procedure or an eventual malfunction of the device. A review of the device history record for this lot did not reveal any issues related to the manufacturing process of the device. Since the device was not returned for evaluation, a definitive root cause could not be determined. Review of the manufacturing records found no evidence indicating that the device was manufactured outside of manufacturer specifications. Type IV endo-leaks typically occur soon after endovascular aortic repairs due to porosity of the graft materials and the aggressively anticoagulated blood. These types of leaks usually resolve without intervention after the procedure and the anticoagulation normalizes. As no imaging was provided, the type of endo-leak and the cause cannot be stated with confidence, the root cause is unknown. Per the quality engineer risk assessment no additional risk reduction activities are required at this time.